Event description:
Additional information was received that during the revision procedure the right atrial (ra) lead was tested on a pacing system analyzer (psa) and yielded the same high impedance measurements and loss of capture (loc).

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the pacemaker and right atrial (ra) lead exhibited high out of range pacing impedance measurements of greater than 2000 ohms along with high threshold measurements. A revision procedure was performed where the ra lead was surgically abandoned and replaced. The pacemaker remained in service and no additional adverse patient effects were reported.